Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigation has shown that one tip of the bone spreader is broken off as complained. The exact reason for this event cannot be determined anymore. As it has never been used in the hospital, the complaint condition is likely the result of that the tip broke off during transportation. So far, we are not aware of any other similar complaints referring to this article and lot number in question. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during review of equipment, it was noted that the bone spreader, speed lock fractured at one of its tip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.